Manufacturer narrative:
The cholesterol reagent lot number was 93475101, with an expiration date of 31-oct-2026. The field service engineer checked all syringe mechanisms and replaced seal pieces. Precision studies and controls recovered within laboratory specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for 16 total patient samples tested for multiple parameters on a cobas c 503 analytical unit. Data was provided for three patient samples with discrepant results for cholesterol gen.2. Samples were repeated due to receiving data flags for multiple results measured with the patient samples. The samples may have been repeated on a second analyzer, but the customer could not confirm. The repeat results were deemed correct. The customer mentioned they were also receiving numerous abnormal aspiration alarms over the past few days. The first sample initially resulted in a cholesterol value of 8 mg/dl and it repeated as 269 mg/dl. The second sample initially resulted in a cholesterol value of 5 mg/dl and it repeated as 220 mg/dl. The third sample initially resulted in a cholesterol value of 4 mg/dl and it repeated as 242 mg/dl.